Event description:
It was reported that the distal cover fell off from the duodenovideoscope and into the patient's stomach in the middle of an endoscopic retrograde cholangiopancreatography (ercp) procedure. The distal cover was retrieved with grasping forceps. There was a 15-minute delay while the patient was under general anesthesia, and the procedure was then completed with another distal cover. The device was checked prior to use and no abnormalities were noted. The distal cover has been discarded. There were no reports of patient harm. This report is related to the following linked patient identifier: (B)(6).